Event description:
In 2008, the pt reported that the day before, she woke up with a low blood glucose reading of 36 mg/dl and with her recently filled insulin cartridge empty. She stated she had filled the insulin cartridge on her infusion device three days prior to original date. She said she treated her low reading by drinking juice, taking 20 glucose tablets, honey soda and checked her blood glucose every 15 mins. She said it took 8 hours for her readings to come up and has had blood glucose readings up to 487 mg/dl. She stated she has the same battery in her device since she began using the device the month prior. The pt stated she has noticed moisture in the cartridge chamber of her device when she changed the cartridge. She said she dried this out with a paper towel. The pt was educated on the proper process for changing the cartridge. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.